Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 67, pump error 63, pump error 54, pump error 53, pump error 4 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
The pump passed the displacement test and self test. Successfully downloaded history files and traces using thus. No pump error 63, pump error 54, pump error 53 and pump error 4 alarms during testing. Pump error 67 was found during testing. Pump error 63 was present in the history download (variable 12) line number = 341, file number = 522, on (B)(6) 2021 at 14:21:22.000. Pump error 67 was present in the history download line number = 5619, file number = 2006, on (B)(6) 2021 at 19:10:16.000. Pump error 54 was present in the history download line number = 139, file number = 2101, on (B)(6) 2021 at 13:11:44.000. Pump error 53 was present in the history download line number = 5632, file number = 2005, on (B)(6) 2021 at 14:14:03.000. Pump error 4 was present in the history download line number = 2727, file number = 32122, on (B)(6) 2021 at 14:15:36.000. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found evidence of physical or moisture damage on the electronic assembly (pcba 1) and motor slide (dried insulin). The following were noted during visual inspection: pillowing keypad overlay. Pump error 63, pump error 4, pump error 67, pump error 54 and pump error 53 were all confirmed in the history due to moisture damage. Moisture exposure confirmed at electronic assembly (pcba 1). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.